Event description:
During epidural placement the glass syringe seized after loss of resistance was obtained at 6 centimeters. Once noticed that the plunger was not moving, removed the glass syringe from the tuohy needle and noted that the plunger in the glass syringe was stuck. It took extra force to be able to push the plunger and empty out the syringe. The certified registered nurse anesthetist was uncertain if the dura was punctured and recommended continued assessment for dural puncture headache. Lot number 0061995627, expiration 3/31/2026 manufacturer braun.